Event description:
It was reported that the bd connecta¿ multiflo¿ 3-way multiple infusion manifold leaked adriablastine from the connection to the bag when connecting the lipiodol. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french: "incident occurred on (B)(6) 2023 during a chemoembolization procedure. The chemoembolization bag containing adriablastine was connected to a becton dickinson laboratory 3-way valve, reference (B)(4) . Upon connecting the lipiodol (iodinated contrast material) to the 3-way valve, the adriablastine was projected into the air. The intern was sprayed in the neck (vesicant drug ++), and a technician was also sprayed. The patient was not affected by these. It is recurrent that this tap reference leaks, a tray is always placed under the tap to collect the spills, but this is the first time that the product used is projected in the air. The intern wiped and rinsed the area thoroughly for 15 minutes and contacted upco for further action. The product, contaminated with chemo was disposed of... Current status of the patient: no clinical consequence for the patient/ but the product is vesicant, risk for the patient and the technicians of serious skin reactions. Actions taken in the health care institution for the management of the patient: change of tap by one of the same reference to start a new treatment".

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd connecta¿ multiflo¿ 3-way multiple infusion manifold leaked adriablastine from the connection to the bag when connecting the lipiodol. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french: "incident occurred on (B)(6) 2023 during a chemoembolization procedure. The chemoembolization bag containing adriablastine was connected to a becton dickinson laboratory 3-way valve, reference 394601. Upon connecting the lipiodol (iodinated contrast material) to the 3-way valve, the adriablastine was projected into the air. The intern was sprayed in the neck (vesicant drug ++), and a technician was also sprayed. The patient was not affected by these. It is recurrent that this tap reference leaks, a tray is always placed under the tap to collect the spills, but this is the first time that the product used is projected in the air. The intern wiped and rinsed the area thoroughly for 15 minutes and contacted upco for further action. The product, contaminated with chemo was disposed of current status of the patient: no clinical consequence for the patient/ but the product is vesicant, risk for the patient and the technicians of serious skin reactions. Actions taken in the health care institution for the management of the patient: change of tap by one of the same reference to start a new treatment".